Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that multiple transient ischemic attacks occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Approximately one year post index procedure, the patient experienced several transient ischemic attacks and atrial fibrillation. The patient was instructed to resume anticoagulation medication.

Manufacturer narrative:
B3: date of event - aware date of 20aug2023 used as event date is unknown.

Manufacturer narrative:
B3: date of event - aware date of 20aug2023 used as event date is unknown. D6a implant date - updated. E1 initial reporter information - updated. G2 report source - updated.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that multiple transient ischemic attacks occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Approximately one year post index procedure, the patient experienced several transient ischemic attacks and atrial fibrillation. The patient was instructed to resume anticoagulation medication.